Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2018. Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within three weeks post-implant, while an in-patient, the patient fell and used the left arm to pull themselves up. No x-ray or device interrogation was ordered. Later that evening, the patient received six inappropriate shocks, but the patient was asleep and did not remember the occurrence. The patient was then discharged home and later that evening received another shock which triggered a carealert. The patient was brought back to the clinic the next day, whereupon device interrogation showed that the right ventricular (rv) lead was sensing both atrial and rv channels, and capturing only the atrium. The device was programmed off and the patient was admitted for lead revision. Lead dislodgement was confirmed on fluoroscopy. During the revision procedure, the helix would not fully extend/retract, so the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.